Manufacturer narrative:
It was reported that the bed was stuck in mid-height and did not have any functionality due to malfunction cpu. Supplemental submitted as the investigation concluded that the bed loss all electrical controls due to the malfunctioned cpu board.

Event description:
It was reported via repair work order that the bed loss all electrical controls due to the malfunctioned cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed was stuck in mid-height and did not have any functionality due to malfunction cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.